Event description:
In 2008, it was reported to boston scientific corp that a male pt (age and weight unk) underwent treatment successfully with a prolieve thermodilatation kit on the day before, as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the pt experienced urethral burning on the day of the prolieve treatment. The anticipated symptom was termed mild and no treatment reported. A resolution date is pending. Requests for additional info were sent. It is unclear if the pt experienced a urethra burn or irritation.

Manufacturer narrative:
The lot number of the device used in unk, consequently, the expiration and MFR date of the device is unk. The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.